Event description:
Boston scientific received information that the left ventricular (lv) lead had fractured. Additional information was received and indicated that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and loss of capture (loc) at maximum output. The lv lead was also not able to sense during testing. The lv lead was turned off and the patient would continue to be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.